Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was due to the customer delivering a bolus. Reportedly customer consumed carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the customer delivered 2 boluses within a short period of time resulting in delivering a larger amount of insulin than intended. Customer's blood glucose (bg) level was 40 mg/dl. Reportedly customer consumed carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.